Manufacturer narrative:
Upon review of the additional information received, it was determined that this report is a duplicate of report number 3004209178-2017-13920. To this end, all additional information will be submitted under report number 3004209178-2017-13920 rather than this report (3007566237-2017-02334). If information is provided in the future, a supplemental report will be issued.

Event description:
Upon review of the additional information received, it was determined that this report is a duplicate of report number 3004209178-2017-13920. To this end, all additional information will be submitted under report number 3004209178-2017-13920 rather than this report (3007566237-2017-02334).

Manufacturer narrative:
The date of event is an estimate. (B)(4) . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator. It was reported post-MRI, a short was detected. The patient was on bipolar settings and on during the MRI. The short had not occurred on the electrodes that were programmed. It was indicated, prior to the MRI, the impedances reported no problems detected. No complications were reported/anticipated.